Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a zoll (B)(4) representative evaluated the device at the customer's site. The reported malfunction was duplicated and the multi-function cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed for an unknown defib fault. Complainant indicated that there was no patient involvement in the reported malfunction.